Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, there was multiple problems and station was not stable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station was not stable. The technical support specialist (tss) found the station had issues, and after troubleshooting, the structured query language services were no longer running. The tss attempted to re-install the peripheral component interconnect from the d drive, but it didn't resolve the issue. The tss requested a dispatch to re-image the station for full synchronization with a fresh database. The field service engineer (fse) changed the communication sled and the all-in-one board, but a factory reset was impossible due to the lack of an existing factory image. The fse could proceed with a factory reset and completely re-image the pyxis, deleting all files. However, there was no response from the fse regarding whether the issue was solved or not and updated for closure of the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, there was multiple problems and station was not stable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.